Event description:
It was reported that the needle did not deploy upon attempted pod application, indicating a needle mechanism failure. It was noted that the pink slide did not advance and the cannula was not visible upon pod removal. No impact to the patient¿s blood glucose levels was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.